Event description:
It was reported that patient's implantable tachy lead was exhibiting high impedance values. During procedure to replace the lead, it was determined that the lead was not well-connected. The lead was reconnected and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).